Manufacturer narrative:
Analysis of the equipment rack 9734060 i7 110v (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the transceiver 9734165 fiber equip rack i7 (lot #: 12342795) found no failure, as the transceiver was tested and functioned as expected. Analysis of the computer 9734477 rollingstone embedded (lot #: 1858221) found no failure, as the computer passed a system test and all required testing. Analysis of the transceiver 9734175 fiber nav intrfc i7 (lot #: 10084004) found damaged electronics/interconnection failure. The transceiver was tested and did not output a microscope rgb signal. Internal connections were checked, and the unit was receiving power. Re-seating connections did not change state of unit. Product event summary #i7 zeiss pentero integration - no valid input signal. Other relevant device(s) are: product ID: 9734165, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9734175, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic receive information from a rep concerning an i7 device. It was reported that the dr was unable to complete registration on new microscope because grid pattern is not visible in the microscope oculars. No valid input signal displays on the microscope screen when the i7 system tries to inject video.